Event description:
Healthcare professional reported right side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side rupture. The device has been replaced.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: rupture: observed, an opening on patch shell bond edge assessed, as an unidentified (tear) opening (shell thickness within spec). Additional observations: no other observations were observed, on the device. No further actions are required, as the device was implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d6b d9 h6.

Event description:
The device has been replaced.